Event description:
Four months post implant this pt's audiologist reported that the system's programming interface was unable to communicate with the implanted device. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professinal was informed that the explanted device should be returned to cochlear ltd.